Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the intellidrive would go forward and backward when trying to move the bed forward. No pt impact.